Event description:
The caller alleged discrepant results during the repeated test with inration. The repeated test results (on the event date) are as follows: test #1 1.9, test#2 5.5, test#3 2.2.

Manufacturer narrative:
Discrepant results (accuracy) comparison of repeat inratio test provided by end-discrepant results (accuracy) comparison of repeated inratio test provided by end-discrepant results (accuracy). Comparison of repeated inratio provided by enduser at the time the complaint was filed are as follows: repeated inratio on the event date: test #1: 1.9, test#2: 5.5, test#3: 2.2, average: 3.2, sd: 1.997498, %cv: 62.42%. The %cv is greater than 20% and criteria is not met as per internal procedure (rev 2), so functional testing will be performed as part of the complaint investigation. Product will be investigated. Also pt is taking antibiotic which might cause of the discrepant results and also the pt when testing does not dry off alcohol prior to sticking himself.